Manufacturer narrative:
It was reported that the bed was not raising properly. Ablecare tech went to patient home and discovered that bed elevation motor is good, however the foot boot of the bed is not engaging when motor is running. Thus the head board will raise but the foot board will not. Based on loud pop family stated they heard we determined that the cable inside of the foot board has broke thru the lower wheel housing thus rendering the lift feature for the foot board not operatable. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that the bed was not raising properly. Ablecare tech went to patient home and discovered that bed elevation motor is good, however the foot boot of the bed is not engaging when motor is running. Thus the head board will raise but the foot board will not. Based on loud pop family stated they heard we determined that the cable inside of the foot board has broke thru the lower wheel housing thus rendering the lift feature for the foot board not operatable